Event description:
Information received from the field does not address the patient's clinical status but notes a decrease in impedance from 510 ohms to 140 ohms within one month, accompanied by noise and an increase in thresholds. The physician elected to monitor the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received